Event description:
According to the reporter: after changed to 5th cartridge, the middle of stapling line on bronchial tubes were malformed. Additional manual suturing was needed. Operating time extended by more than 30 minutes. Tissue damage was reported. Bleeding was reported as under 500cc.